Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient later reported right side slipped backwards, leakage, intact, and exchange from textured to smooth implant due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b7, d6b, h6.